Event description:
It was reported that the patient experienced a shocking/jolting sensation. As a result of this issue impedance testing, x-rays, and a reprogramming was done. The impedances were normal but the patient was experiencing surges when the therapy was turned on. A new lead was implanted and the issue corrected. The explanted lead had been returned. The event occurred during device follow-up. The patient status at the time of this report was "alive-no injury."

Manufacturer narrative:
Concomitant medical products: product ID: neu_siliconeanchor, product type: accessory. Conclusion code no longer applies to this report. Device evaluation: analysis of the lead found that ¿all conductors were broken 15 cm from the proximal end.¿

Manufacturer narrative:
(B)(4).